Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the japan affiliate and per engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, device code(s), investigation findings and investigation conclusions have been updated. Additions to sections b5 and h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of leaflet tear (with subsequent central regurgitation) was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per report, the patient had vast comorbidities (e.g. Hypertension, diabetes mellitus, etc.), which are known factors that may increase the risk of valve degeneration/ degenerated leaflets resulting in a torn leaflet, and subsequently central regurgitation, as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information provided per japan affiliate indicating the mild paravalvular leak was not a contributing factor to the valve-in-valve procedure being performed, as the central regurgitation was the main reason for intervention. The reporting physician also stated at the conference before the procedure that the patient was diagnosed with complex valvular disease, including severe mitral regurgitation. Since relieving the central regurgitation alone was considered essential to improve heart failure, a valve-in-valve approach was chosen.

Event description:
As reported by an edwards lifesciences japan affiliate, approximately 4 years and 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 (s3) valve in the native aortic position, the patient presented with heart failure. Moderate, central regurgitation and mild paravalvular leak were observed due to structural valve deterioration, along with a torn s3 leaflet. The patient underwent a successful valve-in-valve procedure with no complications.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided per the japan tavi registry. Sections b4, d4, g3, g6, h2 and h4 have been updated. The investigation is ongoing.